Manufacturer narrative:
Because device was not return to ok biotech, therefore, we were unable to perform further testing on the suspected device. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2019. Reporter stated that her father has been to the emergency room due the false high results. Caller stated she called ems due to her father having low blood glucose, but his meter did not give him a low result. She stated that she called ems and they tested with their meter and received a result lower than 20 and when they tested him on his prodigy meter they got a result of 111 mg/dl. Caller stated that he was transported to the hospital. The caller did not give any information on the emergency room visit she stated she threw away all his prodigy products. The caller also stated that she was comparing her fathers prodigy meter to a contour and the prodigy gave higher results. Caller did not provide any medications preexisting conditions or any other information.